Event description:
It was reported that the patient presented in clinic for a pulse generator upgrade. The old pulse generator exhibited backup vvi operation. It was clinically resolved by a successful software download. The device was removed and upgraded.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the device did not exhibit backup vvi mode. Final analysis confirmed normal device operation.